Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an intermittent audio output and a hypoglycemic event occurred. The patient stated their blood glucose passed their low alert threshold and the receiver did not alert. She stated her blood glucose was about 69 mg/dl at about 8:35pm when her husband found her on the floor. He called the paramedics and when they arrived, they administered the patient with glucose via intravenous (IV). At the time of contact, the patient was doing good. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intermittent audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Functional testing was performed and passed. Data was downloaded and a review of the downloaded data log dd not find issues related to the customer complaint. Global receiver communication test was performed and passed. A try-it test was performed and passed. The receiver was opened for further evaluation. An internal visual inspection was performed and passed. A speaker audio test was performed and passed. The speaker resistance was measured and was within specification. The allegation could not be confirmed. A probable cause could not be determined.